Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There was no documentation in the medical record supporting a possible association between the liberty cycler and the events of peritonitis, pleural effusions, myocardial infarction and outcome of hospitalization. There is a probable association between breaking the sterile pathway during peritoneal dialysis therapy and peritonitis. Also, there is a probable association between the event of pleural effusion and an ejection fraction of 24%.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2016, the patient presented to a hospital's emergency department with the following: diffuse abdominal pain occurring for the past week; nausea with emesis one time for a few days; radiating pain to right shoulder, upper right chest and lower back. The patient was admitted and diagnosed with peritonitis, ileus, cholecystitis, cholelithiasis, diverticulitis, colitis, urinary tract infection and myocardial infarction. Vital signs reported from (B)(6) 2016 revealed blood pressure 161/123, pulse 104, respiration 20, oxygen saturation 91% on room air, temperature 97.8 degrees fahrenheit, and 10/10 pain. The patient was prescribed vancomycin (dosage and duration not reported). On an unknown date during the admission, the patient underwent a nuclear stress test and found no reversible ischemic changes but had severe diminished ejection fraction of 24%, severely dilated left ventricle with large inferior and inferolateral infarct. The patient was medically managed with aspirin, beta blockers, angiotensin converting enzyme inhibitors and statins with no further medical interventions warranted. On unknown date during the admission, the patient underwent a computerized tomography of his abdomen and pelvis that showed progressive moderate-sized right-sided pleural effusion with sub segmental atelectasis, stable left-sided pleural effusions, an unchanged pd catheter, no definitive peritonitis but some new enhancement of the peritoneum in the paracolic gutter region. On (B)(6) 2016, the patient was discharged from the hospital and the signs and symptoms of the episode of peritonitis had improved. As of (B)(6) 2016, the patient continued pd therapy. The patient's pd nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All information available to the manufacturer has been submitted at this time.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a patient on continuous cycling peritoneal dialysis (ccpd) experienced abdominal pain and chest pain and was admitted to the hospital. The patient was diagnosed with peritonitis after testing positive for staphylococcus aureus, which was related to not adhering to aseptic techniques. The patient was administered antibiotics for peritonitis. The nurse stated the patient has inter-abdominal ascites that was related to fluid that was put back in the patient for the hospital to use for their culture and cell count sample. The patient was discharged on (B)(6) 2016. As of (B)(6) 2016, the patient was continuing with pd therapy.